Manufacturer narrative:
Technical services discussed troubleshooting. Resolution was requested from the field. It was later reported that with troubleshooting the noise could not be reproduced. No pacing inhibition or unnecessary shocks were reported. Both the right and left ventricular thresholds were increased. Muscle stimulation was felt through the left ventricular lead and so this lead was programmed off. The device was reprogrammed with a lower rate of 40 and the system is to be revised in the following week. Should additional information be provided this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the rate/sense and shock portion of this defibrillation lead. In addition, >2000 ohms was also noted. No adverse patient effects were reported.